Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that that they had a high blood glucose level that was over 500 mg/dl due to a set being pulled out over the night. The customer had 3 set that had been pulled out. The customer stated they believed the set pulling out were due to the way he sleeps. The customer declined troubleshooting. The device will not be returned for analysis.